Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump was continually making startup sounds. The reporter noted that the issue was occurring during or immediately after a battery change. During troubleshooting, the reporter was advised to change to a new battery from a new pack, however the pump reportedly still would not power on appropriately. The reporter denied any damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the pump black box data revealed no evidence of intermittent power event prior to or on the complaint date however one unexplained pump reboot was observed in the black box after on (B)(6) 2017. A battery change did occur during the pump reboot. During a visual inspection of the pump, the battery compartment was intact, no damage observed. There was no evidence of moisture corrosion observed in the battery compartment. The returned battery cap secured properly to the pump; a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of intermittent power was not duplicated during investigation.